Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument cutting was faulty. Additionally, it was noticed that the tip was burned after sterilization and cleaning. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: after central reprocessing, thermal damage (burn at the tip) of the instrument was first noticed, with no injury to the patient reported. The customer could not confirm whether arcing was observed during the procedure or provide details about the surgical task, other instruments in use, or the origin and cause of arcing. The instrument¿s condition prior to use and the cause of the thermal damage or any collisions with energy instruments were also unknown to the customer.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm maryland bipolar forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have charring and localized melting at the grip base between the grips. The instrument passed an electrical continuity test. Additional observation : the conductor wire insulation was retracted. The wire was not fully broken. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. The probable root cause of retracted conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation. Correction to section d : primary product batch/lot number was updated to k10211028 0257.